Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices had investigation types that have not yet been determined. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: fluid/blood leak. 4 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99225 supplemental rationale corrected data: b5, h1, h6, h11 4 events were previously reported during the reporting quarter; however, 4 events were reported in error. 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 0 events for the failure: fluid/blood leak.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99225. Supplemental rationale: corrected data: b5, h11. 4 previously reported events were included in this follow-up record. Product return status: 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 4 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 4 events for the failure: fluid/blood leak. - 4 events had problem identified before clinical use/exposure; there was no patient involvement.